Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, scarring, disfigurement, chronic pain and corrective revision surgery. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
Attorney alleges that the plaintiff was implanted with the bard mesh (bard flat mesh, the "product") in the course of a bilateral inguinal hernia repair surgery on (B)(6) 2010. Attorney alleges that further to his implantation with the product, plaintiff suffered the development of chronic pain. Attorney alleges that the plaintiff underwent corrective revision surgery on (B)(6) 2012. It is alleged that, the implantation and failure of the product has had a devastating impact on the plaintiff, leaving him with permanent injuries including scarring, disfigurement, chronic pain and permanent physical disability, loss of physical, mental and emotional health". It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged patient had personal injury and the device was defective.